Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified mid/distal right coronary artery, the 2.0 x 12 mm trek balloon catheter was advanced to the lesion without any problems. When attempting to inflate the balloon the first time it did not inflate, and the balloon had ruptured. The device was removed from the anatomy without issue and a second 2.0 x 12 mm trek balloon was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The patient was reported as fine post procedure. Though requested, no additional information was provided.